Event description:
It was reported that this inflatable penile prosthesis (ipp) was bulging on ventral side of penis as the device was sized too big; therefore, a revision surgery was performed to remove the rear tip extenders. There were no patient complications reported.